Event description:
It was reported that a monofocal intraocular lens(iol) was inserted. After insertion, the haptic broken. The iol was removed and replaced with another intraocular lens (model unknown) during the same procedure. The incision was enlarged. The patient recovered fully. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.